Event description:
Reporter indicated that vns patient was scheduled for revision surgery due to device migration. It was reported that the patient has been experiencing sharp pain around the generator site that travels up to the lead electrode site. The patient reports that they cannot tell if the pain coincides with stimulation because they do not feel normal mode device stimulation as they have become accustomed to it, but they do feel this pain when they swipe their device with the magnet. The patient also reports constant pain in their left shoulder which causes them pain when they lift their arm. The patient indicated that the generator was "in a weird location" and was causing their pain. The patient continues to experience significant efficacy with the vns therapy.